Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the stimulation would feel ¿shocking¿ high up in his back near his shoulder blades. There were no further complications reported.